Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a "heater wire disconnection" alarm sounded on the humidifier when an rt345 adult dual-heated evaqua breathing circuit was connected. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt345 adult dual-heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. The electrical resistance of the inspiratory and the expiratory heater wires was tested using a multimeter. Results: the electrical resistance of the inspiratory heater wire was higher than the required specification. No fault was found with the expiratory heater wire. The electrical resistance test result was within specification. A lot check revealed no other complaints of this nature for lot number 111124. Conclusion: high electrical resistance can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the inspiratory heater wire was damaged post production, possibly as a result of weak crimp connection. (B)(4).